Event description:
The pt awoke disoriented and vomiting on 1/13. A 9 am fasting blood glucose result on the pt's meter using test strips was 54 mg/dl. The paramedics were called and when they arrived, attempted to perform a blood test. They were unable to draw blood from the pt's veins. She was transported to the hosp where at 9:20 am a lab blood glucose result was 1180 mg/dl. The pt was admitted to ICU and treated with IV insulin and fluids. It was reported the pt is a "very brittle diabetic", subject to rapid and frequent fluctuations in blood glucose levels. Info regarding meter cleaning is unavailable. Quality control tests were performed on the meter and test strips on 1/14. The meter calibration was 67 and 68 with a range of 68-90. The control solution result was 43 vs a range of 106-160.

Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.